Event description:
It was reported that during the patient's ipg replacement the right lead was discovered to be migrated and while adjusting the lead it had high impedances. The lead was then explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.